Event description:
It was reported that the pt was operated in 2000. The timx construct was implanted one level above a vsp construct. It is believed that the timx construct plate was hitting the vsp plate and became loose. As a result the level never fully fused. A procedure was performed to remove the timx construct. As surgical intervention occurred an MDR is being filed to document this event.